Event description:
It was reported that two weeks following an initial revision for a catheter dislodgement, the catheter had slipped out of the anchor again. It had almost completely withdrawn and was coiled up in the superficial issues just under the skin approximatel overlying l-3. The pt also complains of "pinching" in her back at the location of the catheter. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. The pt noted she will undergo another surgery, although an outcome was not reported at the time of this report. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Please see MFR report # 3004209178200805621.

Manufacturer narrative:
Results code other = catheter.